Event description:
The article "the use of fixation suture to treat inferonasal hypertrophic bleb after xen gel stent implant: a case report. Case reports in ophthalmology, 2022" reported the following case study. The patient underwent a right-eye phacoemulsification and intraocular lens implantation combined with xen gel stent ab interno implantation surgery. 2 weeks post-operation, iop increased to 23 mmhg with reports of fibrosis and a flat bleb. Needling was performed and maxitrol drops were provided, which resolved events. 4 weeks post-op., iop increased again to 30 mmhg and a nonfunctioning bleb was noted. A second needling was performed, resulting in stable iop. A month later, patient reported discomfort, redness, and irritation; examination noted large hypertrophic bleb with scarring. Maxitrol drops were provided, which resolved conjunctival inflammation. A bleb revision was performed to separate the fibrosis around the implant and correct drainage flow, resulting in full visual recovery. Follow-up visit at 20 months, noted iop and bcva remain stable at 13 mmhg and 20/20, respectively.

Manufacturer narrative:
(B)(4). Article citation: pavicic-astalos, jasna & ankamah, emmanuel & nolan, john & ng, eugene. (2002apr04). The use of fixation suture to treat inferonasal hypertrophic bleb after xen gel stent implant: a case report. Case reports in ophthalmology. 13. 253-258. 10.1159/000523906. The event of fibrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Multiple requests for further information have been made. Allergan has received no response from the authors.